Manufacturer narrative:
Device evaluation was applicable for the first supplemental report that was previously submitted on 2014-12-22.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6), product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8590-1, lot# n238378, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient¿s mother ¿thinks pump may be over infusing. No specific info just some days her therapy is good, other not. No volume issues at refills¿. Actions required as a result of the event consisted of replacement on (B)(6) 2014 however the device manufacturer implant registry system listed (B)(6) 2014. It was unknown if any diagnostic testing or troubleshooting had been performed. It was noted there were no patient symptoms or complications associated with the event. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver baclofen 500mcg/ml at a dose of 258mcg per day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump was returned with the reservoir empty and running in simple continuous infusion mode with pa dose active. Pump logs gathered. Dispense testing passed. Infusion characterization test done. Septum was tested with no anomalies found. Destructive analysis performed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.